Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that poor communication with the scope occurred due to the effect of fluid adhering to the scope jacket, resulting in the temporary disappearance of images. The following information is stated in the instructions for use (IFU): "the scope connector shall be connected to the product in a sufficiently dry condition, including electrical contacts. Also, confirm that there is no foreign matter (chemical residue, water smudge, sebum, dust, gauze bud, etc.) At the electrical contact point and connect it. Using the product with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis x1 video system center that just by gently touching the side of the cv-1500 scope insert, the image disappears. The issue was found during inspection for use prior to an unknown diagnostic procedure.. The device was returned for repair. There were no reports of patient harm.